Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear."

Event description:
During a left shoulder arthroplasty, the peg sheared off during impaction of the liner. It is unknown if any fractured pieces fell into the patient's wound. There was no delay in the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. There is evidence of deformation and/or imprinting on all four retention pegs. This deformation may have occurred due to malalignment during impaction (implant rotated slightly counter-clockwise); however, this cannot be confirmed. The pegs have not sheered off as described in the complaint; however, the deformation could be mistaken as a fractured peg. The complaint will be considered confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a left shoulder arthroplasty, the peg sheared off during impaction of the liner. No fractured pieces were left in the patient. Another liner was used to complete the procedure without delay.